Manufacturer narrative:
The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The instructions for use (IFU) contraindicates the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 16fr sheath is 6.0mm. In this case, the severe calcification and severe vessel tortuosity likely contributed to the iliac artery dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, there was an iliac artery dissection and a stent was placed. Access was obtained in the right femoral artery. The patient's access vessel was tortuous and there was extensive calcification from the common iliac artery (cia) to the abdominal aorta. A 16fr dilator was inserted through a guidewire, but it was difficult to be advanced. The wire was changed to an extra stiff wire and then to a super stiff wire. Due to poor compliance of the access vessel, wire was changed to a lunderquist wire, and the dilator was still difficult to advance. The calcified vessel was dissected deliberately using a balloon and an esheath was inserted with the dilator. "The completely calcified vessel did not extend enough, but it was possible to proceed with the procedure." Post implantation of the xt valve, angiography upon removal of the esheath showed a dissection in the right cia, which was repaired with a stent. Thereafter, the procedure was completed. The access vessel minimum luminal diameter (mld) measured 8.7mm with severe tortuosity and severe calcification.